Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction alarm reoccurred. Customer reverted to an alternate method of insulin therapy.